Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and alarmed prime during the prime test due to loose/protruded drive support disk. The insulin pump passed the displacement, operating currents test, self-test, unexpected restart error test. We were unable to perform the occlusion and no delivery tests due to prime alarm. The insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, minor scratched and cracked display window.